Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had insulation damaged which was found out during generator change out. Additional information obtained from the field representative indicates that the ra lead's conductor was also exposed. This ra lead was surgically abandoned. No additional adverse patient effects were reported.